Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical determined the root cause due to damage on the blower driving hardware of the main electronics board. Initiated unit replacement under warranty.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical was unable to established the exact root cause but it is most likely due to mainboard - blower controlling hardware lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Advised customer that the unit blower needs to be replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time but a vyaire field service representative(fsr) evaluated the device onsite and replaced the unit with vent serial number (B)(4). The vcv and pcv (pressure controlled ventilation) modes were disabled. The unit was updated to .19 patch. The o2 (oxygen) sensor was calibrated and the unit passed. Performance test was ran anf the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. The hfot (high flow oxygen therapy) option was enambled through ivista. The log files shows alarm 316 and 401. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having blower temp too high message, also the unit logfile shows alarms 316 and 401. The customer is unsure when was the alarm occurred. Furthermore, there was no patient associated with the event.